Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 1 month after three dental implants were installed in patient¿s mouth, their non-osseointegration was observed. Forty ncm of primary stability was achieved and the implant was immediately loaded. The patient presented insufficient bone quality/ quantity and bone graft was executed.